Event description:
It was reported that the customer stated last night the bottle filled up and stopped working. Emptied bottle, but no suction. Called customer support, tried a few trouble shooting things and nothing worked. They told them they could try resetting the machine by unplugging from the wall for 5 mins. After resetting, the pump started to work again. They were concerned if they were going to have to reset this every time it fills up. This was a known issue. It could have stopped in the middle of the night, and the catheter could have completely filled and leaked everywhere.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated last night the bottle filled up and stopped working. Emptied bottle, but no suction. Called customer support, tried a few trouble shooting things and nothing worked. They told them they could try resetting the machine by unplugging from the wall for 5 mins. After resetting, the pump started to work again. They were concerned if they were going to have to reset this every time it fills up. This was a known issue. It could have stopped in the middle of the night, and the catheter could have completely filled and leaked everywhere.